Event description:
It was reported that the sleeve covers were missing from 19 bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, translated from japanese to english: this is a report about missing sleeve on products. According to the customer's report, there was no gray np sleeve in several products.

Manufacturer narrative:
H.6. Investigation summary: bd received 35 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing sleeve was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing sleeve with the incident lot was observed in 19 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing sleeve. Bd determined that the root cause for the identified defect is due to an associate manually moving a rack of uncovered subassemblies forward during a stop in production, past the vision system, which allowed for the non-patient cannula end of the device to be shielded without the sleeve. As a preventative action for escapement, a line clearance checklist has been created to ensure that all products without sleeves will be removed from the machine after a stop in production. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sleeve covers were missing from 19 bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, translated from japanese to english: this is a report about missing sleeve on products. According to the customer's report, there was no gray np sleeve in several products.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.